Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs confirmed significantly low signal not reliable. The console was returned for investigation and the failure mode was reproduced. Running a 5s test on the console, the snr was confirmed to be very low. The root cause of the optical system sensor error and placement signal not reliable alarms was a defective optical bench with low signal not reliable. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump the team observed optical signal loss. No patient harm was reported.